Manufacturer narrative:
This supplemental report summarizes the legal manufacturer's final investigation results. Updated fields: d8, g6, h3, h6, h11. The device was returned to olympus for inspection; the reported failure could not be confirmed. A root cause could not be identified. However, based on the investigation, a component failure was the likely cause: e116 was recorded in the log output, indicating a motherboard malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video system center had error e116.the issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.